Event description:
Baxter affiliate reports one incident of a patient experiencing chills, pain in the bones and lumbar pain two hours into treatment on a psn 210 dialyzer. It was reported that the symptoms lasted for five minutes. It was reported that treatment was stopped and blood was returned to the patient. The patient was administered dexamethasone and propoxyphene (routes and doses unknown). It was reported that the dialyzer was rinsed and treatment was resumed with the same dialyzer without further incident. It was reported that the dialyzer had been reused twice before.